Event description:
It was reported that pump screen was dark and would not turn on while led around button blinked red and pump vibrated periodically. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.